Event description:
Describe event, problem, or product use error: patient's wife stated that vyafuser pump continuously turns off resulting in patients going without medication for periods of time. Pump will occasionally alarm but wife unsure of what it states on screen. Unknown if pt experienced a negative effect, unknown if defective drug is available for return, unknown if physician is aware, no further info reported.